Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that maintenance schedules were configured incorrectly to reboot simultaneously. A technical support specialist (tss) corrected the schedule so that each station reboots on different days, or at least two hours apart if on the same day, to avoid simultaneous downtime. These settings apply only when a windows update required a reboot, as most updates could install in the background without impacting station operations. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stations in the ed unexpectedly shut down and auto-rebooted simultaneously, with several updates installing at the same time, which impacted operations as these stations should not go down concurrently. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.